Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined malfunction alarm occurred. Customer went to the emergency room for diabetic ketoacidosis (dka). Upon being "discharged", customer reverted to using manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.